Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on unknown date. The customers¿ blood glucose level was 500 mg/dl. Customer stated that every time they puts an infusion set, the needle was bends. Customer also stated that the insulin pump was giving a no delivery alarm. The customer declined to troubleshooting for no delivery alarm and high blood glucose. The insulin pump will not be returned for analysis.